Event description:
The clinician said implant was placed in late 2005 and removed in 2006 when abutment was placed. The clinician identified the reason of removal as failure-to-osseointegrate resulting from improper post-surgical implant loading.

Manufacturer narrative:
The implant was received without any attachments and was not fractured. The implant was examined under 10x magnification. The implant did not have any damaged threads noted. The implant was measured through the packaging and found to be a ph5mm x 15mm.